Event description:
On (B)(6) 2022, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result of 0.11 ng/ml on a 55 year old female patient with chest pain. There was no additional patient information at the time of this report. Return product is not available for investigation. I-stat (B)(6) 2022 21-38 22:42 0.11 ng/ml plasma, lab (B)(6) 2022 21:38 22:56 <0.012 ng/ml plasma, positive cut-off values, I-stat: > 0.08 ng/ml, lab: >0.034 ng/ml, at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway. Per I-stat system manual: art: 715595-00v, reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 07-oct-2022. The customer observed a high result while analyzing plasma samples using ctni cartridge lot b22124 that was considered discrepant from the laboratory instrument result. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot b22124.